Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that customer opened the intraocular lens and found a hair in the pack and did not use. There was no patient involvement. This was observed when removing from packaging. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/16/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. An unused pcb00 device was received in the packaging box inside the sealed inner pouch. The inner pouch was observed under microscope and a fiber like a black hair was observed on device (close to the serial number label), inside the inner pouch. The fiber or hair looks short. The complaint was verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon review of the complaint, it was realized that this event was submitted in error. The hair was found in the package and not on the intraocular lens (iol) or in the patient's eye. Hence this event has now been re-assessed as not being MDR reportable. Hence no additional information will be provided under this MDR 2648035-2019-00012.